Event description:
Affiliate reported that the pt developed an infection four days after the initial implant. As a result the device was removed, the pt was treated with antibiotics and a revision is expected.

Manufacturer narrative:
Upon completion of the investigation a f/u report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the sterilization records were reviewed and they confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.